Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated the reported inability removing the gripper line (failure to establish gripper line removability/eglr) appears to be related to patient morphology/pathology due to rotated heart. In this case, the challenging anatomy likely caused tension on the device, and during eglr, the mitraclip delivery system device likely experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability removing the line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because establishing gripper line removability was unsuccessful. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) grade 4+. The clip delivery system (cds) was advanced to mitral valve and was deployed on the mitral valve leaflets without issue. However, establishing gripper line removability was not successful. The gripper line did not move at all. Troubleshooting was performed but was unsuccessful. The clip was not implanted and the cds was removed and was replaced with another cds. One clip was implanted reducing mr to 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.